Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a cystic duct closure, the device did not suture properly. The surgeon fired the device outside of the operating field; the mid part of the clips remained open. The procedure was completed with another device.